Manufacturer narrative:
The device was returned as part of the asset return process and during inspection of the device, there was foreign material found on the air/water cylinder and tube. In addition, the evaluation found the following; the air/water cylinder and suction cylinder had no color, the scope connector cover unit had a stain. Due to adhesive peeling on the bending section cover, the insulation resistance value at the distal end, did not meet the standard value. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The plastic distal end cover had a crack, the light guide lens had corrosion and a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white foreign material found on the air/water cylinder and tube. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign materials in aw-cylinder and aw-channel¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.